Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that during the lead implant the electrodes had high impedances so the health care provider (hcp) replaced the lead. The replacement lead worked fine. The defective lead with the high intra-operative impedances was thrown out by the hospital. This issue occurred on (B)(6) 2017. Additional information noted that the patient was doing fine no further complications were reported.